Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an esophagectomy procedure, after clipping, the blade did not return. There were several attempts to make the blade return, but without success. Then, it was necessary to return the blade manually, making the stapler unusable. A new stapler was used to complete the procedure. There was no harm to the patient.